Event description:
Clinic notes were received for the patient's generator replacement surgery which revealed that the patient's seizures had significantly increased over the prior three weeks. The patient had recently experienced the onset of puberty, and the generator was near end of service. The physician reported that in combination with the onset of puberty and the generator end of service, the patient's seizure activity had significantly increased. The options noted for improved seizure control include the replacement of the generator and increasing medication. Additional information was received which indicated the patient had generator replacement surgery on (B)(6) 2012. However, attempts for product return have been unsuccessful to date. Follow up with the referring physician revealed that the patient's seizure frequency prior to generator replacement was not explicitly defined. Therefore, the relationship of the patient's increased seizures to pre-vns frequency could not be determined by the physician's office. It was reported that the seizure frequency was one to four seizures per day and increased to 10-20 seizures per day. The patient was referred for generator replacement surgery to preclude a serious injury, but the physician reported that it is too early to determine whether his seizure frequency has improved since generator replacement.

Event description:
The company representative reported on (B)(6) 2012 that he was returning the generator, which was later received by the manufacturer on (B)(6) 2012 for analysis. However, product analysis has not been completed to date. The return product form indicated that the reason for replacement on (B)(6) 2012 was due to battery depletion with eri=yes.

Event description:
Product analysis for the generator was completed. In the pa lab, there were no signs of variation in the pulse generator's output signal and demonstrated that the device provided the expected level of output current for the entire monitoring period. The pulse generator diagnostics were as expected for the programmed parameters. The intensified follow-up indictor (ifi) was set, and results of the bench diagnostic testing indicated the device was operating properly with ifi = yes. A comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. The battery voltage value stored within the generator (2.793 volts) suggests an ifi, battery partially depleted, condition. There were no performance or any other type of adverse conditions found with the pulse generator.